Event description:
It was reported that the device exhibited error code 41627. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, loose air detector, downstream seal torn, latch lock was the ¿old providence style¿, and fluid ingression contaminated the downstream sensor. The system fault prevented the downloading of the event history log. Functional testing was able to replicate the reported issue; the device was powered up and alarmed error code 41627. The root cause was determined to be a faulty main board. The main board and motor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.